Event description:
Sorin group (B)(4) rec'd a report that the cardioplegia volume displayed by the s5 double head pump was incorrect during a procedure. There was no report for pt injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. A serial readout was performed and was sent to livanova (B)(4) for further investigation. Evaluation of the readout was unable to identify the reported issue. No recurrences have been reported. As the issue could not be confirmed, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Manufacturer narrative:
Sorin group (B)(4) mfg the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the cardioplegia volume displayed by the s5 double head pump was incorrect during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.